Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was getting sporadic stim and was getting poor communication/reposition antenna screen while trying to recharge. The patient had been unable to recharge the ins for a couple days prior to the report, and it was noted that the ins recharger antenna was damaged. The patient did not have a patient programmer with them to troubleshoot. It was also reported that the patient had lost b)(6 and was feeling pain along where the ins was implanted at the belt line. The patient was redirected to their hcp. Follow-up was conducted. No further complications were reported.